Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that battery fluctuating. Additionally, it was reported that a malfunction occurred. Customer's blood glucose ranged from 89-161 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. The failure investigation has been completed and the alleged battery issue was verified in the pump logs; however, no failure was identified.